Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the adhesive on the level sensor pads were declining. They have been falling off more often than they normally do. The device was not changed out, as the customer taped the sensor onto the perfusion circuit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The perfusionist indicated the level sensor pads have been falling off "more than they normally do". The sales representative indicated this has happened several times over the last month, even though they have been letting them cure sometimes up to thirty minutes. The customer suspects that something has changed with the adhesive. The sales representative stated the customer does not have a record of specific dates/occurrences, just indicated "several times". The level sensor pads were not saved by the customer, as they disposed of them. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.